Event description:
It was reported that the customer experienced issues with the sensor tape not adhering. The blood glucose reading was 93 mg/dl. The customer stated that the sensor was itchy and loose. He noted that the sensor head had split, and the part that enters the body was split. He stated that he experienced the adhesive issues when sweating or when he went outside, since he perspires heavily. He advised that he had tried various adhesives but that the issue was related to his climate. He was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
Reliability analysis was unable to confirm the adhesive anomaly due to the sensor having been returned opened/used.